Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. For the reported event, the device was not returned for evaluation; therefore, the investigation is inconclusive for perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model unk meridian filter tilted and perforated. There were no reported attempts made to retrieve the filter. This report was received from one source. The event involved a patient with no known impact to the patient. The patient¿s gender, age, and weight were not reported.

Manufacturer narrative:
H10: as the lot number for the devices was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. Therefore, the investigation is confirmed for the reported tilt and perforation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model md800f vena cava filter allegedly experienced tilt and perforation. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 53 years old male patient weighs 275 pounds.